Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 5 involved in this peritonitis incident.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11g27088, h11f29094 and h11e02010 with no exceptions observed related to the reported condition. The complaint was not confirmed. The cause of the reported condition of peritonitis is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis with culture positive for staphylococcus in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized. The cause of the peritonitis was unknown. Treatment was not reported. At the time of this report, the patient was recovering and dianeal therapy was ongoing. An opinion of causality was not reported.